Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 14f amplatzer amulet delivery sheath with intracardiac echocardiography (ice) guidance. During deployment, the device was unstable with strawberry shape. After multiple manipulations, it was decided to remove the device. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was fully re-captured and removed. A 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using a new delivery system. The patient's activated clotting time (act) was above 250 seconds throughout the procedure. At the end of the procedure, ice showed the patient had a pericardial effusion at the apex of the heart measuring about 5.6mm. A transthoracic echocardiogram (tte) was planned at the end of the day. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was given medication due to the pericardial effusion. It is believed that the complex patient anatomy and multiple manipulations of the device caused the pericardial effusion. The patient's status at the time of report was noted to be stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
An event of pericardial effusion and device deformation was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated the patients activated clotting time was in the therapeutic range, and that the pericardial effusion was around the apex of the heart. It was unknown if the device had an interaction with cardiac structures during deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that the patient had complex anatomy which required multiple manipulations and repositioning, which could have contributed to the pericardial effusion. The complex anatomy of the patient could have contributed to the device deformation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.